Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm swapped the batteries around to ensure that the battery bays worked as they should. The stm then installed the battery that reportedly would not charge into a different iabp unit to charge overnight. The stm noted that the battery had 6 charge cycles on it. The stm returned the following day and noted that the battery was not taking a charge. The stm installed new batteries then completed pm service including a complete calibration and all functional and safety tests which passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery of the cardiosave intra-aortic balloon pump (iabp) was not taking a charge. There was no patient involved and no adverse event was reported.